Event description:
The facility stated that the surgeon implanted a cc4204bf plate silicone lens. The lens trailing haptic tore as the lens passed through the injector and into the eye. The lens was removed. No patient injury. The patient's condition/prognosis: good. The injector model used was an indigo-p and the cartridge that was used was was a sfc-25 fp.